Event description:
Five minutes into procedure, when inserting the uniport plus into the channel, blood leaked. Retracted the unit and cleaned it out, reinserted the plastic dissector and it leaked again. The surgeon aborted the case, resulting in opening of the leg.